Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Tbm states that the provider opened a carton of 4 9630 commodes and noticed one of the four was missing of the plastic tips from the legs. No damage to the outside of the box. No additional information provided.